Event description:
Pt. Received 850cc of feeding solution at free flow. No adverse outcome. The bedside was very busy with multiple therapies and monitoring, ICU nurse did not notice feeding tube had come off of the rotary peristaltic pump while remaining in the drip chamber bracket, this allowed 850cc of feeding solution to freeflow to patient until bag empty alarm was set. The pump's freeflow alarm was tested and did not alarm at lower flow settings (pt set at 40ml/hr); only did it alarm at the max flow rate setting of 290 ml/hr. No tubing based freeflow protection is available from this manufacturer. After further review use of this pump line has been discontinued in favor of a pump/tubing manufacturer that does have set based freeflow protection.